Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. Though the healthcare professional indicated that the pt was injected with an "expired syringe", without the lot number of the device, confirmation of this info is not possible at this time. The events of swelling, infection and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A physician, acting as a consultant to the injecting healthcare professional, reported after injection with an "expired syringe of juvederm" in an unk area, the pt experienced "swelling" 12 days after injection. Pt was treated with "steroids" by an ER physician. The consulting physician stated "I am concerned this is infection masked by steroids. [The pt] is also on antibiotics...". The pt received an add'l test injection with juvederm in the forearm to see if they would have a reaction; the following day the injection site was "erythematous" and appeared "to be allergic". The consulting physician plans to treat the site by having the product "dissolved".